Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a pump had a system failure: control key switch, background test and outside range limit. There was a motor rate error twice. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device received for investigation. Visual inspection showed cracked on right plunger case and bottom case. Event history log showed control key switch bgnd test and motor rate error. Keypad test was performed and no problem found. The cause of the intermittent error was unable to be determined. The keypad was replaced as a preventative action. Motor rate error was found during the occlusion test. The worm coupling, worm gear, lead screw and clutch halves were not operating as intended as a result of customer use. The worm coupling, worm gear, motor bracket, lead screw and both clutch halves were replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
B5: additional information: no patient involvement was reported. H6: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.